Event description:
A report was received that the patient experienced burning and irritation at the ipg site when charging the ipg. This feeling can last up to 24 hours after charging. The patient underwent an ipg revision surgery and was doing well post-operatively with continued pain reduction.